Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their healthcare provider turned their implant off because they kept getting shocks and wanted to try a new medication to see if it would help but it did not. The patient need to have their implant turned back on. The patient stated that their leads were in their stomach and the ins was on the opposite side because they had a feeding tube. No trauma/falls were reported to be related to the device.